Manufacturer narrative:
The device was received for evaluation. During functional testing, failed pm downstream occlusion test failed twice was not reproduced. Evaluation completed 3 downstream occlusion tests; results: 14.6psi, 17.2psi, 14.3psi. With all passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance downstream occlusion test failed twice at 24.02 and 24.44 psi during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.